Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A patient swallowed a pillcam capsule which was aspirated to the lungs. The patient was asymptomatic. A bronchoscopy was performed and the capsule was retrieved. The patient was discharged the same day and has remained asymptomatic.